Event description:
The implantable neurostimulator (ins) was interrogated and showed a "power on reset"; the battery status was okay. There was no MRI or other emi related to the event. The physician decided to replace the ins because of the age of the ins and the "incessant power on reset" problem. There was no pt injury.